Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that her onetouch verioiq meter was reading inaccurately high compared to another meter. The complaint was classified based on the original customer care advocate (cca) documentation. The patient reported that she first noticed the meter was reading inaccurately high on ¿(B)(6) 2014, round 4:00 pm¿, when she obtained a blood glucose result on the subject meter of ¿290 mg/dl¿ and ¿200 mg/dl¿ on another meter (mini), performed within 30 minutes of each other. Based on statistical methodology, the calculated difference between these results falls outside lfs¿ accuracy criteria. The patient manages her diabetes with insulin pump therapy. She reported, as a result of the high reading she obtained, she administered an increased dose of 6 units of insulin between 4:00 pm and 6:00 pm on (B)(6) 2014. She alleged that ¿about 30 minutes¿ after administering the insulin, she experienced a ¿low attack¿. She reported that at 6:30 pm an ambulance was called and a blood glucose test reading of ¿62 mg/dl¿ was obtained on the ems meter. She also reported that she received IV glucose from a healthcare professional (hcp). During troubleshooting the cca established that the patient¿s test strips had been stored correctly, her test strip vial was not cracked or broken and the meter had been set to the correct unit of measure. The cca also noted that samples had been taken from the same approved sample site and the correct testing steps had been followed. However, the patient did not have control solution available to test the meter and test strips and the issue remained unresolved. This complaint is being reported because the patient claimed she obtained inaccurately high results on the subject meter, administered increased medication based on the results she obtained, and reportedly developed and was treated for symptoms suggestive of severe hypoglycemia by a hcp after the alleged issue began.

Manufacturer narrative:
Follow-up # 1 ¿ (02/22/2015). The patient¿s meter and test strips have been returned on 2/6/2015 and 2/17/2015, respectively, and evaluated by lifescan product analysis on 2/10/2015 and 2/18/2015, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.